Event description:
It was reported that the 9900 system had a damaged power supply that caused corrupt files. Also the fan wiring was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, wiring, and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.